Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a cause of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out and shot across the room) when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.